Manufacturer narrative:
Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2023. The post operative magnetic resonance imaging (MRI) scan suspected that the hydrogel was injected into the rectus muscularis layer. The patient was reported asymptomatic, but it was decided to postpone the patient's treatment, due to the possibility of rectal serosal damage if the patient continues to receive radiation therapy. No further information has been obtained despite good faith efforts.